Event description:
Per complaint (B)(4), a patient's healing cap came off on (B)(6) 2018. The healing cap was replaced. However, the patient reported pain while the healing cap was tightened. The doctor believed the tissue was being impinged. The implant was removed one week later.